Event description:
The customer reported that the housing on their pump in style transformer is cracked and split by the bolts. The crack is large enough to stick a toothpick through.

Manufacturer narrative:
A replacement transformer was sent to the customer. In the follow up with the customer, the customer indicated that the housing for their transformer was cracked and split by the bolts. The crack was large enough to fit a toothpick through, thus being a breach. As of the date of this report, the original product has not been received. Should the original product be received, resulting in new, changed or corrected information, a follow up will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.